Manufacturer narrative:
(B)(4). Date sent: 06/25/2025. D4: batch #981c95. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/3 with three b-formed staples on the pockets. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disconnected to reset the bailout system and the black motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. The motor wire disconnected is potentially related to a manufacturing process causing the partial fire condition observed on the returned reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9el9t, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 981c95, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown rectum procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.